Manufacturer narrative:
The hospital biomed replaced the 3-way solenoid valve. The customer contact reported there is no patient information available. The hospital biomed replaced the 3-way solenoid valve. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.